Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from israel alleged discrepant results with one patient sample while using the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 6800/8800 system. The alleged samples initially generated a negative result for sars-cov-2 on cobas 6800. The same sample was retested on two competitor platforms (seegene kit and cfx of bio-rad) and generated a positive result. The same sample was retested on the same cobas 6800 and generated a positive result for sars-cov-2. The negative results were reported out. No harm or injury is indicated. An investigation has been initiated and is ongoing.

Manufacturer narrative:
No product problem or systemic issue was identified. And the cause of the differences observed is sample-specific. While the exact reason for the discrepancies observed by the customer cannot be confirmed, it is likely to be sample-specific as the data does not show any indication of a product problem or systemic issue. The CT values generated by the positive c6800 result are very close to the limit of detection (lod) of the assay. In addition, inhibition of the low titer material is a likely cause of the initial negative result generated on the c6800/8800 platform. Added evaluation method codes. Updated evaluation result and conclusion codes per investigation conclusions. Updated b6 to reflect sample collection kit and the run batch numbers for the cobas 6800.